Event description:
It was reported that upon completion of a case, the plastic of the product had melted. It was further reported that there were no adverse consequences or delays to the surgery.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.